Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the saphenous vein graft (svg) to the obtuse marginal (om) and posterior descending artery (pda) with the use of a non-abbott device. The 3.5 x 19 mm graftmaster stent delivery system was advanced and implanted, however the perforation was not sealed. A second 3.5 x 19 mm graftmaster stent was used and the perforation was sealed. There was no reported adverse patient sequela due to the graftmaster device used. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.